Manufacturer narrative:
(B)(4). Manufacturer contacted customer previously to resolve product problem. Customer declined further assistance. Most likely underlying root cause of malfunction: sample issue. Report number: mw5067352.

Event description:
Med watch received from FDA on 02/07/2017. Customer complaint: when I used my last 3 bottles of true metrix test strips (each of the bottles has about 10 to 20 strips returning an error) and when I change my finger to test the next strip, will show my reading. I called the company in (B)(6) 2016 to complain about this product. The company did not do anything about this problem and I was told they did not have a problem. The FDA has done a recall from this company before. The way it is now, I run out of test strips before the end of the month each month due to the test strips giving error reports.